Event description:
Patient put call light on after patient-controlled analgesia (pca) pump began to beep. Pump appeared intact but was beeping and would not stop. A new pca pump was ordered, biomed was informed of broken pump and incident report filed. Dr. On call made aware of incident.